Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the unspecified target lesion. During unknown inflation at 8 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Event date: (B)(6) 2014. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the unspecified target lesion. During unknown inflation at 8 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of nc quantum apex catheter with no other devices. There was contrast and blood in the wire lumen. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall adjacent to the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).